Manufacturer narrative:
Upon investigation of the actual device used in this incident, the main drawer 5 didn't open. A field service engineer replaced the sensor to resolve the issue also preventative maintenance performed. The system functioned as intended after field service engineer troubleshooted the device

Event description:
It was reported by the customer that a pyxis medstation es system drawer failure. Customer stated that the main drawer 5 has failed three times to issue medication to patient causing malfunction and delaying patient care. There were no adverse events or injuries reported based on this event.